Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that regarding the statement that the manufacturing representative had previously indicated that when a motor stall occurs sometimes there was a recovery, sometime no. There was no ne event to report, this was a general statement based on the events that have already been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 additional information was received from the representative who reported that the patient was put on oral medication and the patient was fine. The pump was further interrogated on (B)(6) 2016 at 10:24 which noted that the pump was infusing "serum phy" 9000.0 mcg/ml at a dose of 54.3 mcg/day and prialt 0.2 mcg/ml at a dose of 0.00121 mcg/day. The logs from (B)(6) 2016 noted that the stall recovered on (B)(6) 2016 at 05:34. The pump stall again on (B)(6) 2016 09:14. In addition, on (B)(6) 2016 the low reservoir alarm occurred and on (B)(6) 2016 the empty reservoir alarm occurred. Pump logs from (B)(6) 2016 at 11:24 noted the pump was stalled. The resolution to the event was noted that on (B)(6) 2016 the pump "was definitely shut off" so that the alarm would stop ringing. The patient continued to be monitored and no intervention had been scheduled at the time of the report. The indication for use was pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving an unknown type of baclofen 620.7 mcg/ml at a dose of 90.13 mcg/day and prialt 17.2 mcg/ml at a dose of 2.498 mcg/day via an implantable pump. The indication for use was not provided. The patient's concomitant medications, medical history, and lot numbers of the medication were not obtainable. It was reported that during normal use the pump started to ring on (B)(6) 2015 around 5 am. The patient's pump was consulted by the hcp in the morning and the motor stall message appeared. The hcp reprogrammed the pump but the motor stall message was still present. The pump logs provided noted a stall occurred on (B)(6) 2016 at 05:45 and the active alarm was silenced that same day at 11:41. The electrive replacement indicator was notes as 11 months. No cause was identified. As no underdose symptoms were observed, the patient, who lived close to the hospital, was sent back home and would be called regularly. No surgical intervention took place and it was unknown if surgical intervention was planned or if the issue was resolved. The pump status was reported as implant but out-of-service. The representative would obtain more information from the hcp on (B)(6) 2016. Additional information has been requested to clarify patient status and outcome, stall status, indications for use, and resolution. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative in response to whether the empty pump alarm occurred due to missed alarm by the physician/missed refill and whether the pump was intentionally left to deplete/run empty due to the motor stall, it was indicated that the as the message of motor stall appeared, the health care professional thought the drug would not be delivered and the empty pump alarm would not occur so patient was not asked to come back for a refill. A volume discrepancy was noted; per the health care professional memory, in (B)(6), approximately 2ml was removed. It was noted that the explant of the pump was still under discussion with the patient. The manufacturing representative also indicated that when a motor stall occurs, the procedure to put in place was not clear. Sometimes there was a recovery, sometime no. The manufacturing representative requested for a standardized procedure to put in place